Manufacturer narrative:
The reported issue was addressed with phone support. The customer chose to not use force fire with the buttressing. It was confirmed that there was no issue with the system, and was a case setup and choice made by the customer. The system was working properly, and no additional action was required. A log review was performed. Per the review, the following was confirmed: the sleeve gastrectomy was performed on (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by the tse during troubleshooting. Investigation revealed the following possible related system errors: 564851 and 31088 - rfid error on usm3, failed to setup communication to rfid tag - poll single command failure (cannot find a rfid card/tag). This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to the stapler black reload not functioning properly when firing. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the clinical sales representative (csr) called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that the customer reported a stapling issue that occurred during the procedure that was not one of their normal stapling messages that they'd expected to see. Csr stated that the customer informed him that they fired a black reload; it got about halfway through the staple line; it paused, and quit working. Csr stated that the customer tried a second black reload but the same issue occurred. Csr stated that the customer converted the case to laparoscopy. Csr wanted the logs reviewed to see if anything posted in the logs. Tse reviewed the system logs and only noticed a single 31088 radio frequency identifier (rfid) error on universal surgical manipulator (usm3) prior to following mode. Tse asked csr what usm the stapler was installed on and the csr believed it was usm2. Csr believed the camera was installed on usm3. Csr mentioned that the customer was using seem guard buttressing material and may have contributed to the problem. Csr will follow up with the surgeon. Field service engineer (fse) to follow up. The csr informed fse that the issue was the surgeon's choice to not use force fire with the buttressing when the surgeon may have needed to. Fse confirmed that there was no issue with the system and it was a case setup and choice made by the surgeon. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the surgeon did not want to force fire because force fire message says "force fire not recommended" but still insists on using buttressing increasing the tissue thickness measured by the stapler. There was a 35-40 minute delay during the procedure. There were no photo or video; however, the surgeon has a personal recording. The customer also reported that the surgeon used buttressing on black load. Black load said tissue was too thick to continue. Offered the option to force fire. The surgeon chose not to force fire. Surgeon got a black naked reload and then fired over the top of the same buttressing that was still intact and got the same result. Surgeon decided to use a lap powered stapler that would not stop when chose to fire. The surgeon was informed after the case that in that situation they would need to cut the excess buttressing away from the incomplete fire before firing the second load if chosen to not force fire, and buttressing adds 0.4mm of thickness to the staple line and force firing will be more common when using buttressing especially on thick stomach tissue.